Event description:
The patient was admitted with an acute myocardial infarction in cardiogenic shock. Angiography revealed a proximal occlusion in the circumflex artery with high thrombus burden. An 8f al 1.5 guide catheter was inserted and a pt2 guidewire was used. Predilation with a ptca balloon was performed, but timi 0 was still present. After 2 runs with the thromcat, timi 1 flow was achieved. The patient was then given an intracoronary bolus of abciximab and a 3.5 x 30mm bare metal stent was deployed. A left ventricular assist device and a pa catheter were also placed during the procedure. The patient was transferred to the ICU in stable condition. After the intervention, the thromcat catheter was inspected and the physicians noted a breakout of the helix at the distal, monorail section of the catheter. The patient was not harmed or injured due to this malfunction.

Manufacturer narrative:
Since the device was not returned, review of the device history file and the angiogram from the procedure were conducted. "The approved in a foreign country for use in coronary and peripheral arteries". Root cause: the most probable root cause of the device failure is unknown. The angiographic images do not indicate that the physician used the device in complex geometry, or that the device was left stationary during use, or that the physician had to use extensive force to advance the catheter. These are all potential causes that lead to a breakout of the helix. The images do capture the helix not spinning at the end of the second run; however it cannot be determined if it was due to the device being shut off or if the helix fractured. Corrective actions: corrective actions are not required at this time. The new variable pitch helix has been produced and was released under pn 63000-01, ln 59852 and pn 63000-02, ln 59853. The device performance of the new helix will be monitored during the post-market phase. The estimated probability of dissection or perforation due to a failure of the new helix design is considerably low (0.13%). The overall estimated probability associated with thromcat use is 1.15%. This estimated occurrence rate is comparable to reported rates of dissections and perforations from several endovascular studies involving pci (stents, balloon angioplasty), atherectomy and thrombectomy devices (reference hazard analysis summary: extraction helix failures, revision 3, dated 2007).